Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.00/2.5/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Significant reduction of irido-corneal angels and excessive vault was observed, the lens was removed and exchanged for a shorter length lens on (B)(6) 2019 and the problem was resolved. Cause of the event is reported as unknown. Reportedly, "vault is absolutely normal with the exchange and ac is deep. Patient is doing well."